Event description:
Horton c, byrd l, lucht h, higby n. Baclofen withdrawal: increased spasticity, seizures. Reactions weekly. 1427. 2012. Doi: 10.1016/ j.cpem.2012.04.004. Summary: this article intended to report baclofen withdrawal, increased spasticity, seizures and other toxicities in a child. This report refers to 5-year-old male patient. The patient had a history of mental retardation and cerebral palsy. The patient received baclofen (manufacturer unknown) via an intrathecal pump for severe spasticity at an unknown dose. The patient developed increased spasticity, seizures, fever, tachycardia and irritability while receiving baclofen, consistent with withdrawal symptoms. A baclofen pump malfunction was suspected. He also experienced spontaneously resolving generalised tonic-clonic seizures (duration of treatment to reaction onset not stated). On arrival of emergency medical services, he was tachycardic and febrile, more irritable and tight than usual. His symptoms were consistent with an abrupt withdrawal of baclofen and a pump malfunction was suspected. He required no interventions during transport to an emergency department. The author concluded that if reported increased spasticity and seizure activity, baclofen withdrawal should be on the top of the differential and should be promptly evaluated. Novartis comment: based on the review of the available information the events generalised tonic clonic seizure and tachycardia are possible explained as features of withdrawal syndrome presented in this patient, hence a causal relationship cannot be excluded. Master file. No related files.

Manufacturer narrative:
The actual event date was not provided; this date is based on the date of publication of the article. It was not possible to match this event with a previously reported event. (B)(4).